Event description:
Following the device implant, an autocapture anomaly was noted. Reprogramming of the device is anticipated to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.